Event description:
It was reported that a spectrum pump did not recognize close door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "does not sense closed door" was not reproduced. A review of the event history log (ehl) revealed occurrences of "shut door - power off" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be upper latch switch was not functioning as intended. The upper latch switch, and the upper auxiliary will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.